Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed ventricular sense counts in the less than 40 bpm bin on the rate histogram. This incident was not reported by a health care provider; therefore, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up indicated that in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that during an internal review of data transmitted from the device, an additional ventricular sense count in the less than 40 bpm bin on the rate histogram was noted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Initial correction to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.